Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.7. Date: (B)(6) /2012, inratio: 1.2, 1.3, lab: 1.9. Less than 15 min. Between meter test and lab draw. Pt self tester's therapeutic range is 3.0-5.0.